Event description:
It was reported that the images on the 9800 system would tear or have lines on them during a case. It was noted that the interconnect cable had to be held still at lemo end for the system to work. The case was completed, and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired video line in the interconnect cable. The system was tested and found to be working as intended and placed back into service.